Event description:
Boston scientific crm received information that during the implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) had been programmed with tachy therapy off. The physician was using cautery, and the patient received a shock. The device was reinterrogated and found to be in safety core. It was noted that when the device went into safety core, it terminated the radio frequency (rf) telemetry, so the operating room staff did not know that tachy therapy was active. Technical services discussed that the device likely reverted to safety core due to the electrocautery use.

Manufacturer narrative:
No additional adverse patient effects were reported. The device was explanted and replaced with another crt-d of the same model. The attempted device will be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to electrocautery. This issue is discussed in our q2 2010 product performance report.

Event description:
--